Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened and the ui pcba was detached to download the receiver log, findings related to complaint were reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed in log on incident date 10/11/17. The reported event of initializing screen without manual restart was confirmed during log review. A root cause for the firmware errors could not be determined.